Manufacturer narrative:
(B)(4). Batch # r5an94. Investigation summary: the analysis found that one pse45a device was returned with the closing trigger and anvil in the closed position. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/10. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that when using the manual return lever ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the elective thoracoscopic lobectomy surgery, could not fire when severing lobar vein tissue. Knife reverse button did not work, used manual override lever to return the blade. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.